Event description:
The user facility reported a patient was implanted with an impella 5.5 device for mechanical circulatory support (mcs) followed by extracorporeal membrane oxygenation (ECMO) support seven days later. While on impella mcs, approximately 20 days after start of support, the nursed called to report that the distal end of the sterile sleeve had become detached and was wrapped with tegaderm. The nursed raised the question regarding if there is any risk of infection/contamination with the sterile sleeve being separated and was informed to consult with their provider as abiomed has no recommendations per the instructions for use for a separated sterile sleeve. Further discussion noted that the nurse and team were advised to be conscience of the potential risk of infection when/if the impella needs repositioned. The patient would expire four days later. The family made the decision to withdraw care. The cause of death was not provided, and there is not enough information to exclude the impella device used as a contributing factor to the patient's outcome.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of product damage (sterile sleeve damage) has been completed. Due to limited clinical details and no product return, the root cause of the sterile sleeve damage could not be determined. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-25873 as it is unknown if the initial reporter also sent the report to the food and drug administration.